Event description:
It was reported that this patient presented an infection. Consequently, the entire therapy system, including this lead, was explanted and replaced. No additional adverse patient effects were reported. The sales representative is going to contact the facility regarding product availability for return to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was analyzed but not no evidence of malfunction was detected. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that this patient presented an infection. Consequently, the entire therapy system, including this lead, was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.